Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated. The system was then found to be operating as intended and within specifications. This incident may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's dose was out of conformance. No report of patient injury.